Event description:
A customer in (B)(6) notified biom¿rieux of obtaining a potential false positive result with the product vidas¿ sars-cov-2 igg (ref 423834, batch 1008090980, expiry date 11-may-2021) with a patient sample. The customer obtained a positive result with vidas¿ sars-cov-2 igg, batch 1008090980, the result was 2.44. The same sample was tested with another method (manual method - not provided), the customer reported that the result was negative (value not provided). The vidas¿ sars-cov-2 igm results were negative. To be noted that the customer did perform the qcv as required in the user manual. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. In addition, no information was provided regarding the clinical context. The patient is in good health and does not show symptoms. Biom¿rieux has initiated an internal investigation. Note: reference 423834 is not sold or distributed in the united states. However, u.s-only product reference, 423834-01, has the same formulation and physical properties as reference 423834.

Manufacturer narrative:
This report was initially submitted following notification from a customer in (B)(6) regarding a potential false positive result with the product vidas¿ sars-cov-2 igg (ref 423834, batch 1008090980, expiry date 11-may-2021) with a patient sample. The same sample was tested with another method (manual method - not provided), the customer reported that the result was negative (value not provided). The sample returned by the customer was tested on two (2) lots of vidas¿ sars cov-2 igg (different from the one used by the customer) and the positive result was reproduced with similar indexes as the one observed by the customer. The sample could not be tested on the customers kit because there was not enough vidas reagent. The in-house western blot test performed by the characterization department showed that there are no specific antibodies against rbd protein in the patient's sample. The positive result observed with vidas¿ sars cov-2 igg assay is due to an interference of heterophilic antibodies such as anti-hama (human anti mouse antibodies). The package insert of vidas¿ sars cov-2 igg ref. 423 834 states the following: - section clinical perormance / specificity: a total of 989 samples collected from negative individuals before september 2019 were tested singly using the vidas¿ sars cov 2 igg assay on the vidas¿ instrument. One false positive sample was detected. The resulting overall specificity in the internal study was (B)(4). - section limitations of the method: interference may be encountered with certain sera containing antibodies directed against reagent components. For this reason, assay results should be interpreted taking into consideration the patient's clinical history and the results of any other tests performed. Consequently, there is no reconsideration of the performance of vidas¿ sars cov-2 igg ref. 423834 lot 1008090980 / 210511-0.